Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture. The patient reported that he does frequent abdominal crunches, and the lead was an abdominal implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.